Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was present in hospital for unrelated procedure. During device interrogation pre-procedure, the device was found to be in backup vvi mode. It was also noted that the device had a low battery backup vvi previously and battery impedance was high. Patient is not dependent and was stable during the procedure. Device replacement was recommended. No intervention was performed. No further information is available at this time.

Event description:
New information received notes that the device had no telemetry. A recent EKG from (B)(6) 2018 showed that the patient was in atrial fibrillation and no pacing was noted at that time.

Event description:
New information on 12/14/2018 stated the pulse generator was explanted and replaced for device upgrade. The patient was stable.

Manufacturer narrative:
The field complaint of backup mode was confirmed. Device was received in backup mode and had reached eri voltage level when received. The device was in backup mode due to an unexpected error detected by the product code. The product code was reloaded to restore devices normal operation. Analysis performed indicated that the device was in eri mode due to normal battery depletion.